Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter was damaged. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tip of the catheter fell off while wiping the catheter. The catheter was not used in a patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.